Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open sigmoidectomy procedure, while performing a colorectal anastomosis, the staple line was incomplete and the anvil was bent, there was an insufficient anastomosis after the removal of the device. A second anastomosis was done in order to repair the first insufficient anastomosis. There was an unanticipated tissue loss and the surgical time was extended for 30 minutes or more due to the device problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Information is provided in the future, a supplemental report will be issued.